Manufacturer narrative:
On august 29, 2017, nakanishi tried to obtain information about the event, but the dentist refused to provide the patient identifier and weight.

Event description:
On august 29, 2017, an nsk handpiece z95l was returned from a distributor to nakanishi for repair. There was a note with the device stating the device overheating. The details are as follows. - the event occurred in (B)(6) 2017. (The exact date is unknown.) - a dentist was removing a metallic crown from a patient's tooth using the z95l device (serial (B)(4)). - during the procedure, the patient complained about the handpiece overheating. - the dentist found a burn injury 2 millimeters in diameter in the patient's mouth, and cooled the wound. - the patient was not under anesthesia. - the follow-up care was provided to the patient and the dentist confirmed that the patient had recovered from the burn.

Manufacturer narrative:
Upon receiving the device involved in the MDR event from a distributor, nakanishi conducted a failure analysis of the returned device that included measuring the operating temperature of the device [c170829-23]. These activities are described in more detail below. Methodology used: nakanishi examined the device history record and the repair history for the subject z95l device [serial number (B)(4)]. There were no problems observed during the manufacturing or testing noted in the DHR. The repair history showed 1 service record (february 2014) since the device was shipped. According to the service record, after repairing the handpiece (replacement of cartridge, drive shaft, dog clutch, headcap and spray plate), nakanishi performed all of the necessary operation checks and confirmed that all of the criteria were met. Nakanishi conducted temperature testing of the returned device in the following manner: temperature sensors were attached to the exterior of the device at various test points. This included the point most proximal to the patient (testing point (1)) and points further toward the distal end of the device (testing points (2) through (4)). The test setup was prepared to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. Nakanishi attached a thermocouple (sensor to measure a temperature) to each of the testing points. Nakanishi rotated the device's motor at 40,000 min-1, which is the maximum rpm for the motor that drives the handpiece (200,000 min-1 for the handpiece), with water spray, and measured the exothermic response. Nakanishi measured the temperature rise of the returned handpiece set at 200,000 min-1 (motor revolution 40,000 min-1). Nakanishi observed an abnormal temperature rise at test point (1) and (2) a few seconds after the start. Temperature measurements 14 seconds after the start are as follows: test point (1): 55.4 degrees c; test point (2): 78.3 degrees c; test point (3): 39.2 degrees c; test point (4): 28.5 degrees c. The rise in temperature was so sudden that the test was concluded 14 seconds into the planned 5 minute evaluation period. Identification of the specific failure mode(s) and/or mechanism(s) and the associated device components involved: nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi observed the following phenomena: the bearing retainer (ball retaining part) on the cartridge rear side was broken. The bearing raceway surface was abraded. There were abrasive powders in the headcap. Nakanishi took photographs of all of the disassembled parts and kept them in the investigation report #(B)(4). Conclusions reached based on the investigation and analysis results: nakanishi identified that the cause of the overheating of the returned device was abnormal resistance during rotation caused by the broken bearing due to the ingress of undesirable materials into the bearing. A lack of maintenance causes the accumulation of debris on the inside parts, which causes debris ingress into the bearing during rotation. This contributes to the handpiece overheating. In order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: nakanishi reviewed the operation manual and reconfirmed clarity and understandability of the instructions. Nakanishi reported the above evaluation results to the dentist and reminded the dentist of the importance of maintenance, as instructed in the operation manual.